Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin injection (1 gm, ongoing, route, frequency not reported) and ceftazidime injection (1 gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event and remained hospitalized for an unknown indication. Pd therapy was ongoing. No additional information is available.